Event description:
The customer reported the sys intermittently displayed a communication failed error and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The sys was tested and found to be working an intended and put back into svc.